Event description:
Ge ivent had an issue where the screen went blank. Ge required ventilator be sent in for repair. Pt was required to be transferred to a back up ventilator and primary ventilator was pulled out of the service. While pt was on ventilator, the ventilator screen went blank, no settings could be seen to monitor pt. Pt was transferred to another ventilator. Vent was sent in for repair.